Manufacturer narrative:
The returned device was evaluated and performed as designed. No defect or manufacturing deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found. The customer thought the cannula may have dislodged from the insertion site. This would interrupt insulin delivery and contribute to hyperglycemia. This condition cannot be confirmed or excluded through laboratory testing. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin-usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." Qualification records were reviewed and the product tot met all acceptance criteria.

Event description:
The customer reported that on (B)(4) 2012 at 6:45 am she activated the device. At 7:35 am her blood glucose was 264 mg/dl and she took a 5.0 unit insulin bolus. At 8:30 am her bg was up to 455 mg/dl. She corrected with an addition 7.0 unit bolus. She deactivated the pod at 9:57 am because she was feeling badly and the adhesive felt damp. She felt that the cannula had inserted correctly but had dislodged from her body.